Event description:
It was reported high threshold was observed on the left ventricular lead. The device was not able to determine the threshold while operating in high output mode due to the capacitor confirm. A programming change was made while in the clinic. The patient was seen later on for a follow-up and all system functions were normal. No patient symptoms were reported.